Event description:
Patient had generator and lead replacement due to high lead impedance. Pre-op diagnostics indicated high lead impedance. The explanted products have been received by the manufacturer. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator analysis was completed. The generator was returned due to high impedance and this was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The ability for the generator to provide appropriate output currents was successfully verified in pa lab. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The generator performed according to functional specifications. Battery measure 2.960 v with intensified follow-up indicator (ifi)=no and 54.952% of battery having been consumed. There were no performance or any other type of adverse condition found with the pulse generator. Lead analysis was completed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there are no discontinuities in the returned portion of the device which may have contributed to the stated allegations. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
The patient presented with high lead impedance and an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.